Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that before the intraocular lens (iol) implantation surgery, the implant was found to be defective and was broken in several areas, the area where the viscoelastic was injected was broken. The tip of the cartridge was broken and cracked, making it impossible to inject the implant. Hence it was not implanted and a replacement lens was implanted successfully.